Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an left ventricular assist device (lvad) implant procedure. Post implant, the patient's right ventricular (rv) lead had alerts for high pacing, rv and superior vena cava (svc) defibrillation impedance and noise. As well, there was insufficient high voltage therapy provided by the device because it measured a short circuit and used a protection mechanism. The physician chose to reprogram the ICD system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.